Event description:
It was reported that during a vats lobectomy procedure, it was performed without any problems and six reloads were used on vessels and lung parenchyma. No buttressing was used. At the end of this procedure the device was placed on bronchus. It was closed, 15 seconds waiting time, and fired. A loud "snap" was heard. Stapler was opened. It didn't cut and staples were still in reload. Tissue was only visibly compressed by stapler. Another device with new reload was used to transect the bronchus without problems. No patient consequence reported.

Manufacturer narrative:
(B)(4). Damaged firing trigger teeth. The analysis results showed that one device was returned with the shrouds opened without a reload present. The analysis results found that the device was returned with the firing mechanism damaged and with a reload present. The reload was received unfired. No functional test could be performed with the returned device. The returned reload was tested for functionality with a test device and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reached of what cause the firing mechanism to fail, it is possible that the device was fired on tissue thicker than indicated or through a locked cartridge. When either or both of these scenarios occur, the components in the firing mechanism can be damaged. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the require specifications; (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.